Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated, there are lines across the display of the infusion device. No adverse event was reported. The alleged product was replaced and requested for evaluation.